Event description:
The customer reported less than 10 mls of cleaner leaked from the coulter hmx hematology analyzer with autoloader onto the counter while performing startup. The leak was not contained within the instrument. The customer noted that the instrument failed volts direct current (vdc) after performing startup. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed worn tubing at pinch valve (pv43) which caused the leak. The fse replaced the tubing and the instrument performed without leaks or errors. The fse performed startup and quality control (qc) without any errors. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).